Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the pressure infusion bag is losing pressure after being inflated. No harm or injury to the patient was reported.